Event description:
Healthcare professional (hcp) reported four incidents of blood leaks with the psn 210 dialyzer. Incidents were noted at the start of treatment by the dialysis machine's blood leak alarm. Blood leaks were confirmed visually in the dialysate and with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 250 cc to 300 cc per incident. No pt injury or medical intervention was reported per hcp.